Event description:
This ra lead was implanted on (B)(6) 11, by dr. (B)(6) at (B)(6) medical center in (B)(6). Lead dislodged shortly after implant so was not being used. There was a recent system explant on (B)(6) 12, due to infection. Lead was successfully explanted and patient tolerated the procedure well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).